Event description:
Device report from synthes reports an event in china as follows: it was reported that during surgery on (B)(6) 2022, when inserting the screw, the screw was broken. All pieces were removed from the patient. Another device was used to complete the surgery, and there were no adverse consequences to the patient. There was no surgical delay, and no other medical intervention was required. The patient was reported to be stable. No further information is available. This report involves one 2.0mm rapid resorbable cortex screw 4mm-sterile. This is report 1 of 1 for (B)(4).

Manufacturer narrative:
Depuy synthes is submitting this report pursuant to the provisions of 21 cfr, part 803. This report may be based on information which depuy synthes has not been able to investigate or verify prior to the required reporting date. This report does not reflect a conclusion by FDA, depuy synthes or its employees that the report constitutes an admission that the device, depuy synthes, or its employees caused or contributed to the potential event described in this report. Complainant part is not expected to be returned for manufacturer review/investigation. Reporter is a j&j employee. Part # 806.004.02s, lot # 7l81399, manufacturing site: (B)(4). Release to warehouse date: 23 feb 2021. A manufacturing record evaluation was performed for the finished article lot and no non-conformances were identified. Product was not returned. Based on the information available, it has been determined that no corrective and preventative action is proposed. This complaint will be accounted for and monitored via post market surveillance activities. If additional information is made available, the investigation will be updated as applicable. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial, a follow-up will be filed as appropriate.